Manufacturer narrative:
Additional information has been received regarding product material change (from unk_sensor to mmt-7040a) which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and d10 (updated the concomitant products) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1884, mmt-332a, unomedical, mmt-7040a. No product return is required for mmt-1884, mmt-332a, unomedical, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a blood glucose value of 366 mg/dl. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit and treated with intravenous insulin infusion and discontinued to use the pump. The customer also experienced symptoms of headache and flu like at the time of hospitalization. Customer also reported lost her transmitter in hospital. The event involved product(s) mmt-1884, mmt-332a, unomedical, unk_sensor. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884, mmt-332a, unomedical, unk_sensor.